Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effects of perforation, dissection and occlusion are listed in the hi-torque guide wires for ptca, pta, and stents instructions for use as potential adverse events associated with use of this device. Reportedly, there was a large-angled curve at the first bend of the rca. At this turning of the tortuous rca, the guidewire repeatedly endured pressure and was bent for a long time (80 minutes) following the rhythm of the heartbeat. This caused the pressure to be fixed at a single position of the guidewire, which eventually reached its fatigue tolerance and fractured. In this case, as there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the large-angled curve at the first bend of the rca resulted in the reported material separation and reported device damaged by another device. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - estimated procedure date 06/01/2025. D4 - the UDI number is unknown as the part and lot number was not provided. Attachment article titled "surgical retrieval of protective guidewire that spontaneously fractured in the rca and penetrated the vessel"

Event description:
It was reported via this case study article, that percutaneous coronary intervention (pci) was performed in the lad (left anterior descending artery). The balance middle weight (bmw) universal ii guidewire was advanced to the distal segment of the rca (right coronary artery) for protection, and a non-abbott guidewire was advanced to the second diagonal branch. Under intravascular ultrasound guidance, 4 stents were implanted in a series from the distal segment of the lad to the open segment of the left main artery. This process lasted for a total of 80 minutes. After the intervention procedure, the bmw universal ii guidewire in the rca was planned to be withdrawn, but it was found spontaneously fractured within the rca. The fractured end was at the first bending of the rca. Before any measures could be taken, the broken end of the guidewire spontaneously pierced the vessel and entered the pericardium with the beating of the heart, while the distal end of the guidewire was still located in the rca. An attempt was made to retrieve the guidewire by winding it with two non-abbott guidewires, but it was unsuccessful. Intravascular ultrasound indicated that the fractured guidewire pierced the vessel at the first turning of the rca, and there was a local hematoma. The differential diagnosis included coronary artery dissection and acute coronary artery occlusion, as well as st-segment elevation. When the pericardial effusion and cardiac tamponade were observed to be increasing significantly, the patient underwent emergency surgery. There was about 200 ml of old bloody pericardial effusion. An approximately 10-cm guidewire could be seen penetrating from the starting point of the atrioventricular groove in the proximal segment of the rca. The guidewire was pulled out, and the penetration site was continuously sutured, with no obvious bleeding observed. The surgery was successful, and the patient was subsequently discharged. The author analyzed that there was a large-angled curve at the first bend of the rca. At this turning of the tortuous rca, the guidewire repeatedly endured pressure and was bent for a long time (80 minutes) following the rhythm of the heartbeat. This caused the pressure to be fixed at a single position of the guidewire, which eventually reached its fatigue tolerance and fractured. See the attached article for additional information.